Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "laser etching causing fatigue fracture at the neck-shoulder junction of an uncemented femoral stem: a case report." Literature article entitled ¿laser etching causing fatigue fracture at the neck-shoulder junction of an uncemented femoral stem: a case report¿ (2013) by bob jang, et al, published in the journal of orthopaedics vol. 10 pp. 95-98, dx.doi.org/10.1013/j.jor.2013.04.007 was reviewed for MDR reportability. The authors present the case of a (B)(6) year-old man referred for revision 5 years and 9 months after receiving a cementless corail standard angle, high-offset, size 12 femoral stem part number 3l93712-kla-12. The patient presented with pain, inability to bear weight, decreased joint range of motion, and a shortened left leg. Preoperative radiography identified a prosthetic fracture of the neck-shoulder junction of the femoral stem. Intraoperative revision of the stem required extensive trochanteric osteotomy. Postoperative analysis of the corail stem revealed metal fatigue along the laser etching of the femoral neck as the precipitating factor for the device fracture. Country of origin: australia (aus). Ips: corail standard angle, high offset, size 12 femoral stem, part # 3l93712-kla-12, biolox 32, +9 ceramic femoral head. Adverse event(s) related to product(s): implant fracture intra-op: metal. Patient(s) reported harm(s) prior to procedure: surgical intervention, pain. Joint range of motion decreased. Limb asymmetry.